Event description:
Customer reports to have received a signal too low alarm and an unexpected restart alarm. Customer's blood glucose was 81 mg/dl. During troubleshooting, it was found that insulin pump was not stored or not in use for an extended period of time, temp basal was not programmed before unexpected restart alarm, and alarm did not occur shortly after inserting new battery. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.